Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was 600 mg/dl. Insulin injection was administered to address bg. Customer was admitted to the hospital and intravenous insulin was administered. Customer was discharged on (B)(6) 2018 with elevated bg resolved with no permanent damage. Cause of event was not known. There was no reported issues with pump supplies. There were no alerts/alarms. Customer performed a pump system check with tandem technical support during time of report, no device issues were identified. Upon follow up, customer "felt comfortable using pump".